Event description:
Us legal. It was reported that, after a bhr-tha construct had been implanted on the patient¿s right hip on (B)(6) 2009, the patient experienced pain, metallosis, trunnionosis and lower extremity swelling. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. During this procedure, the bhr hemi head was removed from the trunnion and replaced with a 28+ oxinium head and a dual mobility insert that matched the original 52mm bhr acetabular cup. Dvt prophylaxis medication and broad-spectrum antibiotics were administered after concluding this procedure.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No similar complaints have been identified for the hemi head. Similar complaints have been identified for the sleeve. As the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The intraoperative findings of trunnionosis and metallosis are consistent with findings associated with adverse reaction to metal debris. However, based on the limited information provided, the root cause of the clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, lower extremity swelling, and revision cannot be determined. No further clinical assessment is warranted at this time. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.